Manufacturer narrative:
(B)(4).

Event description:
The catheter migrated out of the intrathecal space. The catheter was replaced. The replacement went fine and the pt was receiving drug. Additional info has been requested, a follow-up report will be sent if additional info becomes available.